Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for spine/back (non-malignant). It was reported a dye study was performed (B)(6) 2018. Technical services provided programming assistance. No further information was provided. Additional information was received from the manufacturing representative (rep). The drug, dose, and concentration being delivered was unknown. It was reported the patient did not feel like the pump was providing the adequate pain relief that it had been in the past. It was indicated this began about a month earlier, in (B)(6) 2018. The patient reported uncontrolled pain. Regarding any environmental/external/patient factors that may have led or contributed to the issue, there were no factors that the patient could state. Regarding diagnostics and troubleshooting, a dye study was attempted on (B)(6) 2018 and the doctor was able to aspirate 2 milliliters (mls) successfully from the catheter access port (cap); however, due to the patient¿s interaction with the preservative free (pf) dye, he was unable to shoot dye to observe flow through the catheter. The patient requested the pump be removed. It was reported the issue had not been resolved at the time of the report. It was reported surgical intervention was planned but not yet scheduled. The patient¿s status at the time of the report was provided as ¿alive - no injury¿. Other medications being taken at the time of the event, patient weight, and medical history were not available. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were initially informed of the event from the patient. It had not been determined what caused the return of pain. The patient's pain had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.